Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. Photos were not provided for review. The device is pending return. A device evaluation is anticipated but has not yet begun. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. B3 (date of event) the actual date of event is unknown. The date received by manufacturer (awareness date) was entered into the date of event field. However, it was reported the incident occurred between july 28, 2025, and august 8, 2025. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the safe-t-centesis kit valve placed in the abdomen was leaking. Another different catheter was opened and used. There was no reported patient injury.

Event description:
It was reported that the safe-t-centesis kit valve placed in the abdomen was leaking. Another different catheter was opened and used. There was no reported patient injury.

Manufacturer narrative:
H11: one physical sample labeled ¿valve leaked¿ was received by our quality team and evaluated. The sample was clean and unused; no manufacturing defects or signs of leakage were found. Therefore, the result of the investigation is inconclusive for the reported valve leakage failure. A root cause could not be determined based on the investigation and the available information provided. A review of the internal manufacturing device record and raw material history files for the reported lot number 0001608338 was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. The current manufacturing controls were also reviewed. The work instructions ensure the correct placement of the pigtail valve in the tray without causing damage, and that the pigtail valve corresponds to the correct gauge. It specifies that the coupler ring must remain secured between the luer and the coupler ring to prevent non-conformities related to quality criteria. It includes verification steps for particles, valve mis assembly, and other critical quality attributes. This failure mode was entered into the complaint tracking system and will be tracked for future occurrences. D3 (medical device manufacturer), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction, additional information, and device evaluation), h3 (device eval by manufacturer?), h6: annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), initial MDR MFR report # 9680904-2025-00025, site legal name (FDA) reported, carefusion d.r. 203 ltd. - santo domingo, dominican republic; site registration number (FDA) 9680904. Correct site legal name (FDA) is, vernon hills; site registration number (FDA) 1423507. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.